Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when the burr was attached, the nerve monitoring device stops working and sometimes the device does not stimulate properly. There was no known patient impact reported.

Manufacturer narrative:
Analysis found no fault with the device. The customer complaint could not be confirmed. The device was received in a good condition. The device has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.